Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing dizziness and sickness. It was also reported that they had diarrhea. It was noted that this started occurring once the patient started using a hid fob for their garage door and they were wondering if that could be causing electromagnetic interference. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.